Event description:
It was reported that the connection between the luer fitting and connector leaked liquid continuously when the product was in use. The problem of liquid leakage was not addressed even though the connector was replaced. It was reported this occurred with six catheters. This report addresses the fifth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3536 showed twenty other similar product complaint(s) from this lot number. Device not returned for evaluation.